Event description:
Material #:515056 batch#:2405308 verbatim: pt¿s pump attached to port on 11/19/24. Per patient, he woke up last night (11/20/24) about 11:30pm noting dampness around his abdomen and on the bed linen. He cleaned himself off. He did not some white powdery substance dried to his skin, but no burning or pain from fluid. He could not figure out where the leak was coming from, so he added paper tape all over the tubing, cstd, and port. He did not call the office. He arrived today at his appointment time. Rn observed all the tape around the patient¿s abdomen and blue clamp secured with extra tape. Patient denies the blue clamp opening or separation of the cstd. When rn went to touch/lift blue clamp away from the patient¿s body, the n40-o locking injector to the pump tubing separated. Per the nurse, it appeared that the two pieces were not secured or not applied correctly. She also noted blood from the port line through the cstd and crusted on the end of the connection where the leak occurred.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the incorrect annex e and annex f code was submitted. Updated annex e and annex f code to reflect no patient impact as reported by rep. Device evaluation: two injectors and one connector was provided to our quality team for investigation. The products were visually inspected, no damage or other defect was identified. Functional testing was performed, passing liquid through both the injectors and connector along with the IV tubing that was returned. In all cases, the product was fully connected to the mating luer without issue and no leakages between any of the luer connections was observed. Dimensional testing was performed on the luer threading of the injectors, verifying all critical dimensions are within specification. A device history review was performed for reported lot 2405308, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed and verified all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this incident were identified. Based on our quality team's investigation, a root cause related to our manufacturing process cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Per rep response -no harm to patient material #:515056 batch#:2405308 verbatim: pt¿s pump attached to port on (B)(6) 2024. Per patient, he woke up last night (B)(6) 2024) about 11:30pm noting dampness around his abdomen and on the bed linen. He cleaned himself off. He did not some white powdery substance dried to his skin, but no burning or pain from fluid. He could not figure out where the leak was coming from, so he added paper tape all over the tubing, cstd, and port. He did not call the office. He arrived today at his appointment time. Rn observed all the tape around the patient¿s abdomen and blue clamp secured with extra tape. Patient denies the blue clamp opening or separation of the cstd. When rn went to touch/lift blue clamp away from the patient¿s body, the n40-o locking injector to the pump tubing separated. Per the nurse, it appeared that the two pieces were not secured or not applied correctly. She also noted blood from the port line through the cstd and crusted on the end of the connection where the leak occurred.